Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).

Event description:
It was reported that the balloon could not be deflated during procedure. The inflated balloon was successfully removed from the patient. No patient injury reported.